Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
The patient reported "breast implant illness (bii), lumps and implant removal from texture to smooth due to the concerns of the product". Patient later reported "hardened breast capsult, mass develop with fluid and inflammation". This record is for the left side. The device remains implanted.